Event description:
Health professional reported that four (4) days after injection to the upper cheeks with juvederm ultra plus xc, the pt reported redness and pus near the injection site on one site. The pt was later assessed by a physician who noted symptoms to be redness and pimples. The pt was treated with antibiotics and the symptoms are improving.

Manufacturer narrative:
Medwatch sent to the FDA on: (B)(4) 2012. Device history record summary: batch number h30l901515 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.